Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon fifth inflation at 9atm. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition.